Event description:
It was reported that a day after implant, the lead had small r-waves and intermittent capture. The patient had a lead revision and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.